Event description:
Customer initially reported their abbott diabetes care device displayed a connected to pc message. The product was returned and investigated for display message, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader was powered on with button press. The adc cable and adapter were not returned. The returned reader was further investigated and de-cased. Evidence of burn marks on pcba (printed circuit board assembly) was observed. An extended investigation has been performed. A visual inspection of the reader was performed using digital microscope. The reader was observed to have a burnt u13 chip. The returned battery voltage was measured not within specification ranges. A known good battery was used for the duration of the investigation. When the button was pressed, the returned reader displayed ¿connected to pc¿ message. When the reader connected to a known good cable, the reader was able to successfully display the home screen. The reader failed the built-in reader test. Thermal camera was used for thermal monitoring to show hotspots on the central processing unit (cpu) and chips. Due to the hotspot noted, r100 pull down resistor was measured to see if there is any voltage across. Any voltage across the resistor is evidence of excessive voltage/current bypassing the protection circuit. This excess voltage/current through the u13 integrated circuit chip component can permanently damage the component, and systems such as i2c communication. The overheating of u13 caused this component to burn as there was excess power going through the usb port. It is determined this issue is caused by the customer using a non-abbott provided usb adapter. The use of the incorrect usb adapter can result in faulty components, which in turn can cause components to overheat. Therefore, this issue is not confirmed to use due to incorrect adapter used. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter were reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device displayed a conntected to pc message. The product was returned and investigated for display message, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported their abbott diabetes care device displayed a connected to pc message. The product was returned and investigated for display message, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section g-3 (date received by mfg) was incorrectly documented in the previous initial report. The correct g-3 date is 6/30/2025.